Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms noted related to the complaint in the pump black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) /2013, the patient contacted animas and reported experiencing elevated blood glucose (bg) the past 2 days. The patient's bg was reportedly 400mg/dl during peak time; the patient reportedly felt extremely tired and felt moderately or severely lethargic. The patient reportedly felt the basal was not delivering from the pump. The patient stated he heard a "swish" and "squeaking" sound during basal delivery. The patient also stated that he had to double the bolus amount to bring the bg down. The patient denied hearing any unusual sounds during a bolus. The patient reportedly performed his own basal test by disconnecting from the pump and hanging the tubing to see if insulin came out during the basal delivery. The patient stated one time he performed the test, insulin came out and another time he performed the test, insulin did not. The patient stated that the basal rate at time of his test was 0.85 units per hour. The patient reportedly insisted that insulin should have been dripping for over 3 hours. It was noted on the night of 03/06/2013, the patient's bg was reported to be 120mg/dl after a bolus and the patient stated that his bg should have dropped down to the 70mg/dl range. The patient denied any site/set or cartridge issues. The patient reportedly is still using the pump. Customer support (cs) advised the patient to use a back-up until he receives the replacement pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to allegation there may have been a delivery issue with the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.